Event description:
It was reported that bd intima-ii y 24gax0.75in ss prn slm npvc leaked. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, after the nurse gave the patient an indwelling needle for infusion, she found liquid leakage from the hose connection of the indwelling needle. After drying the swab, a few seconds later she saw fluid oozing from the hose connection, so she pulled it out. Leave the needle in place and repeat the puncture. This results in the patient needing another puncture and wasting the indwelling needle.

Manufacturer narrative:
Address information was not provided, therefore, xx was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#3171608): 1)this batch of products were assembled at intima ii auto line 4 in july 2023, and packaged at r245 package line in july 2023. Work order quantity was 57,000 ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals about this batch of products. As no defective samples are received for analysis and confirmation, the root cause of the leakage cannot be determined.

Event description:
No additional information provided.